Event description:
It was reported that the device shifted after release. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and all release criteria was met. The device was released from the core wire and successfully implanted in the laa of the patient. 2 minutes post release of the device it was noted that the device had canted and migrated proximally. The closure device was monitored for an additional 15 minutes before the procedure was ended. The patient had no consequences as a result of this event. The closure device was left in the laa of the patient and there were no interventions or treatments needed. The patient was discharged from the hospital doing fine.